Manufacturer narrative:
The lot number for the device was provided and a review of the device history records has been performed. The examination of the DHR revealed that this lot was part of the recall which was implemented on (B)(6) 2010. The complaint sample has not been returned for eval to date. The investigation is currently underway.

Event description:
It was reported that a pta balloon completely detached from the catheter shaft during removal through the introducer sheath. Reportedly, the introducer sheath was removed and it was observed that pta balloon had remained lodged inside. Another introducer sheath was placed and the procedure was successfully completed using an add'l pta balloon dilatation catheter. No pt injury.